Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there were "white spots" on the cartridge tubing. Reportedly, the contact was unsure if the white spots were caused by the cartridge tubing being bent. The customer's blood glucose level was 283 mg/dl. Reportedly, the customer declined troubleshooting and changed the supplies to address the event.